Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized due to bradycardia. Upon interrogation, the pulse generator exhibited loss of output. The device was reprogrammed. The patient was fine post intervention.